Event description:
The hcp reported the pt presented with "open wound with redness and purulent drainage at insertion site." The pt was treated with IV antibiotics and pump removal "culture results pending." A follow up report will be sent when additional information is received.